Event description:
Customer reported that he was hospitalized for ten days due to dialysis. Customer stated that his insulin pump was not working correctly, it was not allowing him to rewind and it was showing an incorrect time. Customer stated that he set the time and date and when he press the escape button the insulin pump goes back to an incorrect time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.